Manufacturer narrative:
The reported event of stylet unable to be removed was confirmed while the reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. The stylet could not be removed due to inner coil bunched up with blood/fluids at the connector region. The cause of the reported event of the stylet unable to be removed was isolated to the inner coil bunched up with blood/fluids at the connector region. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. A revision procedure was performed and the helix was able to retract, however, the helix was no longer able to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.